Event description:
It was reported that the lead failed, had increased impedance, oversensing and the patient received 9 inappropriate shocks. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed high ventricular impedance. The rv pace impedance was in the 600 - 800 ohm range until the last two weeks of the record ending (B)(6) 2009 when the max values, in order, were 1616 and 1728 ohms. Also noted was interference and noise. The lifetime ventricular sensing integrity counter is 1055 and all counts occurred since (B)(6) 2009. A high value of this count can indicate a possible intermittency in the system. Additionally, oversensing was observed in the data. 43 non-sustained tachycardia episodes were present on (B)(6)2009. 22 vt/vf episodes were also observed, 1 on (B)(6)-2009, and 21 between (B)(6)-2009 and (B)(6)-2009. One instance of delivery of the last high voltage therapy at 34.55 joules occurred on (B)(6)-2009 at 3:36:11.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Analysis of performance data collected from the device revealed high ventricular impedance and noise. The rv pace impedance max values were 1616 and 1728 ohms. The lifetime ventricular sensing integrity counter is 1055 and all counts occurred since (B)(6) 2009. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported the lead was replaced due to increased impedance, oversensing and inappropriate therapies. No further patient complications were reported as a result of this event.